Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
A patient reported, "are my implants part of the recall", "lumps and hard on the exterior and getting severe pain¿, and ¿severe ongoing pain and capsular contracture¿, baker grade unknown. This record relates to the right side. The device remains implanted.

Event description:
A patient later reported, capsular contracture, baker grade ii which is deemed not reportable to the FDA, un-reporting this record.